Event description:
Event description boston scientific received information that twenty-three days post implant, this right ventricular lead was removed from service due to an unspecified reason. A new lead was implanted without further incident.